Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic colonoscopy procedure there was a difficulty manipulating the knobs of the outdated scopes and so the scope could not respond well. The therapeutic procedure was completed with the same device and the polyp was resected. The procedure was not prolonged nor was the sedation. There was no complication during the procedure. The patient¿s spleen lacerated after a colonoscopy procedure and patient presented to the emergency department. The patient thereafter was hospitalized for further care in the intensive care unit and underwent angioembolization for splenic laceration. Follow-up information received identified the patient had grade IV splenic laceration. The patient did not show for a follow up visit, so the patient's current condition is unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the subject device and the suggested event could not be identified from the information received. However, it is possible, that the suggested event occurred, due to the following. A.) Angulation: angulating or inserting/withdrawing device with excessive force. Inserting/withdrawing device, while bending section was locked. B.) Flexibility adjustment of insertion section: rotating flexibility adjustment ring forcibly, while torque of the ring is increased by a loop and/or insertion section being excessively bent. C.) Insufficient inspection of insertion section: device was used in procedure, which had damage, such as sharp edges at insertion section. Furthermore, the subject device was not returned. And the root cause of the suggested event could not be determined. The event can be prevented, by following the instructions for use, which state: precautions, warning: "never insert or withdraw the endoscope under any of the following conditions. Patient injury, bleeding and/or perforation can result. While the bending section is locked in position, insertion or withdrawal with excessive force". Insertion, flexibility adjustment warning: "if the rigidity of the insertion tube has to be increased, during an examination. Confirm, that there are no loops or excessive bends in the insertion tube (if necessary, use fluoroscopy or an endoscope position detecting unit) before increasing its rigidity. If the force required to turn the flexibility adjustment ring is greater, during the procedure. Than it was when, inspecting the endoscope. It may mean, that the insertion tube is excessively bent inside the patient. In this case, straighten the insertion tube as much as possible, before attempting to increase the rigidity. Failure to do so, may cause patient pain, injury, bleeding and/or perforation". The workflow of preparation and inspection, warning: "using an endoscope that is not functioning properly may compromise patient or operator safety. And may result in more severe equipment damage". Olympus will continue to monitor field performance for this device.